Manufacturer narrative:
Product complaint#: (B)(4). H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one dispensed suture, one winding former with five detached needles and three needle sutures were received for analysis. The product code vcpb841d is multistrand and contains eight strands per packet. Upon visual inspection of detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification with no suture remnant noted. However, a short insertion was observed in the end of the dispensed suture, as the insertion end of the suture did not meet the requirement. The others four sutures were not returned for evaluation. In the inspections of three needle suture combinations the swage and attachment area were noted to be as expected. As the sutures are absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as wrong number of strands during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, after opening the package, it was found that the needle and the suture had been detached. It was a control release needle. Another product was used to complete the case. Upon visual inspection of detached needles, the swage and attachment area were noted to be as expected. The barrel hole of the needles was examined under magnification with no suture remnant noted. However, a short insertion was observed in the end of the dispensed suture, as the insertion end of the suture did not meet the requirement. The others four sutures were not returned for evaluation. In the inspections of three needle suture combinations the swage and attachment area were noted to be as expected. As the sutures are absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. Based on the information currently available, short insertion issue was identified as wrong number of strands during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.